Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the heartstart xl defibrillator/monitor indicating the electrical arc and burn injury during ac power reconnection. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.